Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged stylet is inconclusive due to the state of the returned sample. One photograph of two t-lock extension sets and stylets was returned for evaluation. An initial visual observation of the photograph showed two t-locks and stylets in a clear bag. No use residue was observed on either device. The details of the surface of the stylets could not be discerned from the returned photograph. No damage was observed to either device in the returned photo. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the surface of the support stylet is not smooth, and the support stylet is one section at a time. It was reported this occurred with three devices. This report addresses all three devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.